Manufacturer narrative:
Additional information: d9, g3, h2, h3. One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Additionally, one image was submitted for evaluation. The image submitted with the returned device shows the catheter shaft had fractured between electrodes 2 and 3. Visual inspection of the returned device further confirmed that the catheter had been bent just distal to electrode ring 3 and the shaft material had been fractured at this location, consistent with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fracture was determined to be removal of the catheter from its packaging.

Event description:
During a premature ventricular contraction surgery, the catheter could not reach the expected position during the ablation process. The catheter was withdrawn and it was noted that the tip was fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.